Event description:
It was reported that an asymptomatic patient presented in clinic for a routine follow-up. The pulse generator was found in backup vvi mode. A user download successfully restored the device.

Manufacturer narrative:
(B)(6).